Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On 04/06/2026, it was reported that dr. (B)(6) was returning a silent nite device which was reported as being broken. The same scans will be used for the remake. Additional information received reported that the event occurred on 03/01/2026 while the 70-year-old, female patient was sleeping. There was no injury or adverse outcome to the patient and no medical intervention was required. No specific information on where the device broke was noted. The patient stopped using the device the same day it broke.